Event description:
During an unspecified procedire, the safety shield jammed. The surgeon applied another device without pt injury.

Manufacturer narrative:
9/3/1998-supplemental report #1 sent to FDA.